Event description:
It was reported that frequent sudden brady response (sbr) episodes were stored in this pacemaker. Technical services (ts) reviewed the event and recommended adjusting the sbr therapy rate. Ts also noted that noise was oversensed on the right ventricular (rv) lead channel causing non-sustained ventricular tachycardia (nsvt) episodes. An attempt was made to reproduce the issue, but it was not reproducible with isometric testing. Ts suggested activating the nsvt alert in latitude. No adverse patient effects were reported. This pacemaker remains in service.